Manufacturer narrative:
The complaint of leaks on item mc33383 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Manufacturer narrative:
The device has been requested for evaluation; it has not been received. The investigation is pending.

Event description:
The event involved a 60" (152 cm) appx 0.54 ml, smallbore ext set w/microclave® clear, clamp, luer lock where the customer reported that the med line was leaking right in the middle of the clave. This was noticed when giving a prn ativan dose for a patient that is very difficult to sedate, med line was connected to a piv. The patient also has a double lumen cvl but the leaking medline was not attached to the cvl. The patient missed the ativan dose because it leaked on the floor, so a new ativan dose was administered. There was patient involvement, unknown patient harm and unknown delay in therapy.